Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the screen of insulin pump was messed up and display was vague. The customer¿s blood glucose was unknown. Customer was unable to read the display of insulin pump. Customer stated no visible damage on the insulin pump. Customer stated drive support cap was normal. Customer performed the self test and it was failed. Customer already changed the battery and still screen did not changed. The device will be returned for analysis.